Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. These devices are covered by manufacturer report numbers 3005099803-2010-03372, 3005099803-2010-03373 and 3005099803-2010-03374. It was reported to boston scientific corporation that three sensation standard oval snares were used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, once the snare was positioned around a polyp, the snare failed to transmit current to the polyp tissue (covered by report # 3005099803-2010-03372). The physician removed this device and encountered the same problem with two additional sensation standard oval snares (covered by report #s 3005099803-2010-03373 and 3005099803-2010-03374). The physician had to use a fourth sensation standard oval snare (along with the same erbe generator) to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.